Manufacturer narrative:
The sion blue guide wire without the separated tip and an angiogram dvd were returned for evaluation. The coil of the returned guide wire was fractured and elongated for approximately 33cm from the proximal-mid solider that was originally located at 70mm from the tip. Under the elongated coil, the inner coil was exposed. The core was found fractured at approximately 1mm from the distal end of the inner coil; core-composing straight core wire and twist wire were twisted with each other to a great degree. The guide wire was helically deformed at approximately 20-40mm from the mid solder that was likely due to friction generated with contacting the stent struts. Each fractured end was observed under a scanning electron microscope (sem). The straight core wire was twisted proximal to its fracture end and dimples were observed on its fracture surface. These findings indicated that the core wire was rotated and pulled at the time of fracture. Fine wires composing the twist wire were also twisted and had dimpled fracture surfaces. Proximal to fracture ends of the core, there were many irregular scratches that were made likely when the guide wire jostled through the stent struts during removal. The coil was also twisted proximal to its fracture end. A spiral pattern with dimples was observed on the fracture surface that indicated torsion and tensile stress had most likely contributed to the coil fracture. The provided angiogram showed that the tip of the sion blue guide wire that had been delivered in the distal lad was prolapsed and apparently became knotted. Thereafter, fracture of the tip was shown on the following angiogram. It was presumed that the reported sticking of the guide wire inside the vessel was most likely attributed to prolapsing of the tip. Based on the provided information, angiogram, and investigation outcome, it was presumed that torsion as well as tensile stress generated with wire manipulation had most likely contributed to the fracture of the reported sion blue guide wire. The applied stress would accumulate on the guide wire as the tip that was prolapsed or more likely knotted was being caught in the distal lad. When the stress exceeded the product design limit, it made the core twist off and made the coil damage. Further applied tensile stress generated with removal consequently made the coil separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; [warning] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire became separated during a pci to treat a mildly tortuous, moderately calcified, 75% or less occlusion in the proximal lad. The guide wire was delivered into the mid to distal lad. The standard pci procedure was performed with ivus guidance and pre-dilation of the lesion and stent deployment were done. When removing the guide wire from the lad, it was noted that it was stuck inside the vessel. Double wire technique was performed to remove the stuck guide wire but went unsuccessful. Then a 1.0mm balloon and a microcatheter were used to release the stuck guide wire but attempts failed because catheters could not reach the wire tip. The guide wire eventually broke into two parts at the ostium region and the detached part remained from the mid lad through the ostium of the lad. The patient was transferred to queen elizabeth's hospital for open heart surgery. The cardiothoracic surgeon was able to remove a few mm of the detached part of the guide wire; 2 3mm of it remained in the patient. The patient was in good condition after the surgery and planned to be discharged soon.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. The provided information inferred that the reported sion blue guide wire was most likely being jailed by the deployed stent at the time it broke off. With the tip being trapped by the stent, stress generated with wire manipulation in attempts to remove would exceed the product design limit, and therefore, make the guide wire fracture and eventually separate into two parts. As reviewing of manufacturing records confirmed the guide wire had met its specifications and release criteria, it was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire became separated during a pci to treat a mildly tortuous, moderately calcified, 75% or less occlusion in the proximal lad. The guide wire was delivered into the mid to distal lad. The standard pci procedure was performed with ivus guidance and pre-dilation of the lesion and stent deployment were done. When removing the guide wire from the lad, it was noted that it was stuck inside the vessel. Double wire technique was performed to remove the stuck guide wire but went unsuccessful. Then a 1.0mm balloon and a microcatheter were used to release the stuck guide wire but attempts failed because catheters could not reach the wire tip. The guide wire eventually broke into two parts. The patient was transferred to queen elizabeth's hospital for open heart surgery. The cardiothoracic surgeon was able to remove a few mm of the detached part of the guide wire; 2 3mm of it remained in the patient. The patient was in a ccu as of the date of this report.